Manufacturer narrative:
Citation: still sa, xie r, vardas pn, eudailey kw, lewis CT, davies je. Explantation of transcatheter aortic bioprostheses in a very high risk population. Ann thorac surg. 2026;121(1):120-126. Doi:10.1016/j.athoracsur.2025.04.025 as stated on the first page of the article, ¿presented at the seventy-first annual meeting of the southern thoracic surgical associa tion, austin, tx, nov 7-10, 2024.¿ earliest date of presentation used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transcatheter aortic bioprosthesis explantation in high-risk patients. The study population consisted of 33 patients who underwent explantation of a medtronic (corevalve / evolut pro, n = 11) or non-medtronic (sapien, n = 22) transcatheter valve type. The median time to explantation was 815 days (2.2 years) and the reasons for explant included: bioprosthetic degeneration/stenosis, endocarditis, severe paravalvular leak, and ventricular septal defect with progressive heart failure. Post- operative outcomes comprised: renal failure requiring dialysis, respiratory failure, pacemaker implantation, and re-entry for bleeding. Additionally, the authors recorded thirty-day, one-year, and three-year mortality rates of 6%, 18.6%, and 38.4%, respectively. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.